Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera colonovideoscope tested positive for an unexpected contamination. The scope storage was normally cleaned every month; however, due to changes in cleaning staff, the storage had not been cleaned for two months. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
E1 establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was last reprocessed on september 15, 2023. The scope was not used after the first positive test and reprocessing was done multiple times. Pre-cleaning was completed immediately after the procedure and involved aspiration of water through the instrument/suction channel with a suction pump. The air/water channel was flushed with the air/water channel cleaning adapter. Manual cleaning was done within an hour after the procedure. The scope passed a leak test. Super flash detergent manufactured by adachi was used for manual cleaning. The instrument/suction channel, suction channel, and instrument channel port were brushed during manual cleaning. Manual disinfection was not done. An olympus oer-4 automatic endoscope reprocessor (aer) was used with endoquick as the detergent and acecide as the disinfectant. There were no defects with the aer. All channels were connected with tubes when setting up the aer, the concentration and expiration of the disinfectant was controlled, the disinfectant met the minimum effective concentration, the water quality was controlled, and the water filter was replaced in accordance to the instruction for use (IFU). The scope was dried using a clean towel and then stored in a cabinet without drying function at room temperature and normal air concentration. This event is under investigation. A supplemental report will be submitted upon receiving additional information.